Manufacturer narrative:
System evaluation: the system was evaluated in the field on february 26, 2018. The reported system start-up issue was confirmed. A faulty laser cooling pump was identified as the potential cause of the issue. This is a billable service, pending customer decision on whether to repair the system .

Event description:
It was reported that in preparation for a procedure, the system would not start up, it would immediately shut down. The procedure was cancelled due to this event. There was no injury reported.